Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's ipg was explanted and replaced on (B)(6) 2018. Patient had experiencing a weight gain of over 30 lbs at the same time she experienced an increase in recharge burden. Patient has therapy following the procedure.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg is inoperable due to the patient not charging. Surgical intervention may take place to address the issue.